Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section d2. The device was not returned to zoll medical corporation; however, the device log was provided for review. It was reported that the unit started beeping, then stopped, and now is no longer powering on. Review of the device log indicates the unit encountered a software timeout condition that prevented the device from fully powering off, resulting in battery depletion. After installation of a new battery, the device successfully passed the 200 joule test. It is recommended that the device be returned for evaluation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.